Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 would not open. The field service engineer (fse) found that the drawer had failed upon arrival. The fse inspected the system and reseated a loose connection on the solenoid cable. The fse then performed testing in the hardware test application and the application, confirming that all functions were operating correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.